Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-mar-2021. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a recurring 'lo' (< 40 mg/dl) reading with the freestyle libre sensor. The customer experienced symptoms of confusion and blurred vision, and had contact with a healthcare professional. A healthcare meter reading of 280 mg/dl was obtained, and the customer treated with rapid insulin (dose unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.